Event description:
It was reported the device was difficult to release and recapture. A left atrial appendage closure (laac) procedure was being performed after an rf ablation procedure. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were initially selected for use. Prior to the laac procedure, transesophageal echocardiography (tee) imaging showed a long skinny appendage. A 24mm wds was selected for use. The 24mm wds looked decent on tee but was slightly deep. A contrast injection showed a large posterior lobe just above the mitral washout. The appendage was remeasured on fluoroscopy and it was noted to be about 4.5 sheaths. The physician then decided to try a 31mm wds in order to cover everything. The 31mm wds had a shoulder that was large, but the physician felt it was ok as it appeared to be 1/3-1/2 in only 1 view. The physician attempted to release the 31mm wds and stated that it would not release and did not feel right anymore. The physician stated that it felt like the wire was just spinning on itself and not actually releasing. The physician recaptured the 31mm wds however it was noted that it was difficult to recapture as the sheath was acting as if it was kinked and buckling. The physician was finally was able to successfully recapture the device, and an effusion sweep was immediately performed. The patient was stable and there were no obvious signs of injury. It was decided to change the wds and try a 27mm wds with a new fxd single curve was. While prepping the 27mm wds and was sheath, anesthesia noted an air bubble in the appendage. Fluoroscopy imaging did not look obvious for air and the patient vitals were stable. The physician inserted, advanced and deployed the 27mm wds. The 27mm closure device was successfully implanted in the laa. The patient remained stable and the air was observed to be trapped behind the device in the laa. The patient remained in stable condition and was kept overnight for observation.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) or a watchman delivery system (wds) was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed a kink in the sheath 9.5cm proximal of the tip. Microscopic examination revealed the core wire was twisted and kinked. There was tip damage as the tri-cuts were folded inward, and abrasions were within the sheath tip. Product analysis could not confirm the reported events of difficult to detach, difficult to recapture, and air embolism as clinical circumstances could not be replicated, however the damage to the core wire is consistent with difficulty detaching due to core wire bias. Product analysis confirmed the reported kink as the sheath was kinked.

Event description:
It was reported the device was difficult to release and recapture. A left atrial appendage closure (laac) procedure was being performed after an rf ablation procedure. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were initially selected for use. Prior to the laac procedure, transesophageal echocardiography (tee) imaging showed a long skinny appendage. A 24mm wds was selected for use. The 24mm wds looked decent on tee but was slightly deep. A contrast injection showed a large posterior lobe just above the mitral washout. The appendage was remeasured on fluoroscopy and it was noted to be about 4.5 sheaths. The physician then decided to try a 31mm wds in order to cover everything. The 31mm wds had a shoulder that was large, but the physician felt it was ok as it appeared to be 1/3-1/2 in only 1 view. The physician attempted to release the 31mm wds and stated that it would not release and did not feel right anymore. The physician stated that it felt like the wire was just spinning on itself and not actually releasing. The physician recaptured the 31mm wds however it was noted that it was difficult to recapture as the sheath was acting as if it was kinked and buckling. The physician was finally able to successfully recapture the device, and an effusion sweep was immediately performed. The patient was stable and there were no obvious signs of injury. It was decided to change the wds and try a 27mm wds with a new fxd single curve was. While prepping the 27mm wds and was sheath, anesthesia noted an air bubble in the appendage. Fluoroscopy imaging did not look obvious for air and the patient vitals were stable. The physician inserted, advanced and deployed the 27mm wds. The 27mm closure device was successfully implanted in the laa. The patient remained stable and the air was observed to be trapped behind the device in the laa. The patient remained in stable condition and was kept overnight for observation.

Event description:
It was reported the device was difficult to release and recapture. A left atrial appendage closure (laac) procedure was being performed after an rf ablation procedure. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were initially selected for use. Prior to the laac procedure, transesophageal echocardiography (tee) imaging showed a long skinny appendage. A 24mm wds was selected for use. The 24mm wds looked decent on tee but was slightly deep. A contrast injection showed a large posterior lobe just above the mitral washout. The appendage was remeasured on fluoroscopy and it was noted to be about 4.5 sheaths. The physician then decided to try a 31mm wds in order to cover everything. The 31mm wds had a shoulder that was large, but the physician felt it was ok as it appeared to be 1/3-1/2 in only 1 view. The physician attempted to release the 31mm wds and stated that it would not release and did not feel right anymore. The physician stated that it felt like the wire was just spinning on itself and not actually releasing. The physician recaptured the 31mm wds however it was noted that it was difficult to recapture as the sheath was acting as if it was kinked and buckling. The physician was finally was able to successfully recapture the device, and an effusion sweep was immediately performed. The patient was stable and there were no obvious signs of injury. It was decided to change the wds and try a 27mm wds with a new fxd single curve was. While prepping the 27mm wds and was sheath, anesthesia noted an air bubble in the appendage. Fluoroscopy imaging did not look obvious for air and the patient vitals were stable. The physician inserted, advanced and deployed the 27mm wds. The 27mm closure device was successfully implanted in the laa. The patient remained stable and the air was observed to be trapped behind the device in the laa. The patient remained in stable condition and was kept overnight for observation.

Manufacturer narrative:
H7: corrected from no remedial action applies to other, product advisory. H9: added 97423085-fa. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.